Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). One heal collar 3.5x3.5, 5mm (hc335) was returned for investigation. Visual evaluation of the as returned products identified some signs of use and damaged threads. Functional testing to recreate the reported event could be performed by using in-house compatible implant and the healing collar could not be threaded. Device history record (DHR) review was completed for the subject lot number 2019021179. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (2019021179) was performed for similar event using keyword does not seat and no other similar complaint was identified. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age at time of the event, weight, email address unknown / not provided.

Event description:
Doctor reported that healing collar could not be screwed during uncovering. A new healing collar was placed without any problems. Tooth site 14.